Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 78", and "defib fault 79" messages while attempting to charge to 200 joules. Complainant indicated that there was no pt involvement in the reported malfunction.